Event description:
Generator failed to cut or coag during case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Method: product scheduled for return but not received by manufacturer for inspection.